Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 303129 lot 190408 to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue or determine a definitive root cause. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's h3 other text : see h.10.

Event description:
It was reported that an unspecified number of ndle 18ga 1-1/2in blt fill nc tw shld experienced safety mechanism failure during use. The following information was provided by the initial reporter: during the preparation of the medication, the needle broke in the guard causing a rebound and stuck in my finger. This event is repetitive, the needle breaks frequently when trying to pierce operculets too rigid or thick.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of ndle 18ga 1-1/2in blt fill nc tw shld experienced safety mechanism failure during use. The following information was provided by the initial reporter: during the preparation of the medication, the needle broke in the guard causing a rebound and stuck in my finger. This event is repetitive, the needle breaks frequently when trying to pierce operculets too rigid or thick.